Event description:
It was reported that post-paced t-wave oversensing was observed via merlin.net transmission. The patient received inappropriate therapy. Programming changes were recommended.

Manufacturer narrative:
No medwatch form was received. (B)(6).